Event description:
It was reported the patient did not receive pain relief after being implanted with the superion indirect decompression spacer. The patient underwent another procedure to help alleviate the pain by chipping away and removing bone. In order for this procedure to be performed, the spacer was removed. The patient did well postoperatively.